Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during transforaminal lumbar interbody fusion at l5-s1, the set screw stripped. The set screw came in contact with patient. No fragments of the implant remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: examination revealed thread crest/flank damage; this damage appears to have initiated at or near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with sample bone screw revealed the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the bone screw and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.